Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) monitor was off. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs, and there were no related errors. The tse asked the customer to reboot the system with the breaker, but the problem was not fixed. The customer was converting the procedure to a laparoscopic surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: port incisions were not increased nor were additional ports placed; they used the robotic ones. The system was inspected prior to use. There were no issues noted during the setup of the system. The patient tolerated the change. There was no injury to the patient reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported issue. Fse replaced the monitor high-resolution stereo viewer (hrsv) and the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) to perform failure analysis. The unit was installed onto a surgeon side console test system. There were no errors at start up. The video left side was good. However, visual inspection found two damaged connectors. Isi has not received the hrsv involved with the complaint for failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monitor high-resolution stereo viewer (hrsv) to perform failure analysis (fa). The hrsv monitor was analyzed and the failure could not be replicated. The monitor was installed onto the test system and the unit started up with no errors. The image quality was sharp, no noise, and not tinted. The system was left idle for 2 hours and visually verified that there were no issues.